Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained hydromorphone with a concentration of 15 mg/ml at a dose of 6.667 mg/day. It was reported the patient was in the office on (B)(6) 2017 due to hearing an audible pump alarm and feeling withdrawal symptoms. A motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI) procedure. A motor stall occurred on (B)(6) 2017 at 6:54am and recovered at 1:15pm that same day. The pump stalled again at 5:41pm that day and had not recovered. The pump was currently stalled. Early replacement indicator (eri) was due in 22 months. Reported symptoms included withdrawal, hot/cold issues, and the patient was shaky and hungry. The change in therapy/symptoms was considered sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the cause of the motor stalls was not determined. The issue had not been resolved. The hcp provided office visit notes from (B)(6) 2017. It was reported the patient called that morning to report that her pump was alarming (described as critical alarm), and she was experiencing some withdrawals symptoms (hot/cold, hungry, and shaky feeling). The patient was asked to come to the office that day; she said she lived 3 hours away. The patient arrived that day in stable condition, but said she had to stop by her primary care provider¿s office before leaving town. She got a shot of demerol and a prescription for meperidine 50 mg/ml. She filled that prescription and did take some on the way to the office visit for the pump. The pump was analyzed and logs were read. The 2nd motor stall had not recovered at that time. Estimated early replacement indicator (eri) indicated 22 months. The alarm date was (B)(6) 2017, and she was scheduled for pump refill on (B)(6) 2017. The hcp contacted tech support to inform them of the event. The hcp called the implanting hcps office. The implanting hcps office were saying 3rd week into february before they could see the patient, but to fax referral information before they could actually give an appointment. Notes and referral information were faxed. The hcp contacted the local representative to let him know that pump would need to be sent in for analysis; the representative took the patient¿s information. The hcp put the patient into minimum rate mode (0.093 mg/day) as the pump might start and stop again. The hcp provided the patient with oral pain medication until the pump could be replaced. The patient had a personal therapy manager (ptm) available, but had been stable on the current does, not requiring oral medication. The patient lived far away so she didn¿t want to come in more often. The patient would keep the appointment on (B)(6) 2017 for a 6 month medical doctor follow-up to assess oral medication/pain/withdrawals/status of getting pump replaced. The pump refill on (B)(6) 2017 was cancelled. Since the patient was at minimum rate mode, the plan was to fill the new pump with saline, let the incision heal, then medication would be restarted, and the pump and dose would have to be titrated. The patient¿s chief complaint was back pain going down the left lower extremity. The patient rated her pain as a 7 on a scale of 1 to 10 using the visual analog scale (vas). Current medication included aciphex and gabapentin. The patient had an allergy to vesprin. The patient¿s diagnosis/medical decision making included po st-laminectomy syndrome (not elsewhere classified lumbar), unilateral primary osteoarthritis (left knee), sacroilitis (not elsewhere classified), low back pain, chronic pain syndrome, and nicotine dependence (cigarettes, uncomplicated).